Manufacturer narrative:
The device was returned for analysis. The reported ¿suture outside the device¿ was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 removed; 1506 added.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional peripheral angiogram procedure using a 6f sheath. Reportedly, after deployment, the suture was already out. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, after the proglide device was introduced into the patient's anatomy, the suture was already out of the device and could not be used for closure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional peripheral angiogram procedure using a 6f sheath. Reportedly, after deployment, the suture was already out. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.